Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported every time she tries to deliver insulin, her insulin pump gives an error. Customer cleared the alarm and now the device is completely dead. Customer cannot remember what the error was. Customer's blood glucose is 89 mg/dl. Customer holds the device in her bra and sometimes gets sweaty. She stated the device went blank immediately after being exposed to sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with currents in specification. No blank display. Lcd board ok. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube. No moisture damage on electronic assembly.